Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that during dilatation of the mid lad, after deployment of the xience v stent, a dissection occurred distal from this stent; therefore, a second unplanned xience v stent was implanted there. No predilatation was performed, as there was a chance of further dissection occurring. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: dissection, per the IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a prod quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Also, the IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (placement of add'l stents)." There was no report of any device malfunction, therefore, a conclusive root cause for the reported dissection and the relationship to the device cannot be determined.